Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose was 165 mg/dl at the time of incident. The customer also report that insulin pump had multiple pump error and customer was able to clear the alarm and able to rewind the insulin pump. The customer was also able to passed the self test. The insulin pump will not be return for analysis.